Manufacturer narrative:
Device discarded by customer. The impella cp pump was discarded by the customer therefore a failure analysis investigation cannot be completed.

Event description:
The complainant reported a (B)(6) japanese male patient had an impella cp pump inserted in the left femoral. We received information that the physician commented the relation was unknown between sepsis and patient¿s death. The pump was not returned for investigation and the clinical details provided were not sufficient to determine relationship of the adverse event to the impella.